Event description:
Procedure: functional end to end anastomosis. Reportedly, during the procedure the device was applied to close a common stab wound opening and the staples failed to close completely. The surgeon attempted to then apply a second dlu and it also did not close completely. As a result the surgeon was force to oversew the staple lines. There was "not too much bleeding" but the surgeon indicated he was worried about a fistula and subsequent peritonitis. Twenty four hours post operative the pt appears to be fine.